Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed isi field service engineer (fse), while fse was on site for a preventative maintenance (pm), that an integrated electrosurgical unit (iesu) or erbe error c-83 occurred. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found many errors with c-83 in the log due to a defective integrated electrosurgical unit (iesu) or erbe. Fse replaced the erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.